Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after ablation in the left pulmonary veins with an intellanav stablepoint catheter, an ablation was started in the right pulmonary vein and the temperature exceeded 42 degrees celsius during energization and then it stopped. The catheter was removed and the irrigation hole and the presence of thrombus were checked, but there was no problem. The catheter cable was replaced and the procedure continued. Energization was performed but the issue did not improve. The catheter was replaced but the replaced catheter was also defective. After this, the procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.